Event description:
Report one of two received of a tubing separation from the filter during a chemotherapy infusion. The customer reports that the homecare patient was receiving adriamycin via a port-a-cath. The patient woke up after sleeping and noticed wetness and blood on their pajamas and bed linens. The tubing was reported to have "come apart" from the distal end of the filter. The chemotherapy had contacted the patient's skin, their chest and right rib cage area, with redness developing. The patient called the customer and was instructed to apply ice to the reddened areas to cause vasoconstriction and prevent further absorption of the chemotherapeutic agent. The patient did apply the ice as instructed. The patient then went to the customer's facility for disconnection. The patient did not require any further treatment for the reddened skin areas. The patient's usual treatment schedule was a dose monday through wednesday. A new bag, tubing and pump were initiated. The treatment resumed wednesday through friday. The patient was connected one day, and the leak was discovered 2 days later. There was no report of adverse patient sequelae. Additional patient information was requested, but no further information was available.